Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple cables, wall adapter and power sources. The customer's blood glucose (bg) level was 189 (mg/dl). Customer stated they were unsure if bg level was due to charging issue. The customer delivered a bolus. It was indicated that the customer would continue to use the pump until the replacement pump was received. Customer also stated manual injection supplies were available.